Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.